Event description:
Litigation alleges severe pain, discomfort, inflammation, periodic grinding, and metallosis.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time.

Event description:
Update 2/24/16 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and metal debris. The cup was revised, but there was no mention of the cause. Lab results indicated the metal ion levels were above 7ppb, so the stem is being added to the complaint. The stem was later revised on (B)(6) 2013 for being loose. The complaint was updated on: 3/11/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A previous review of the device history records for all lot codes did not reveal any related manufacturing anomalies. With the limited amount of information provided, it cannot be determined that the implants contributed to the reported events. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. Any total joint arthroplasty has a risk of failure due to an unknown combination of factors that include patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Medical records were reviewed. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records for lot codes 2278506 and 2296407 did not reveal any related manufacturing anomalies. With the limited amount of information provided, it cannot be determined that the implants contributed to the reported events. Among other conditions, excessive patient weight tends to adversely affect joint replacement implants. It is not known to what extent, if any, this may have been a factor in the reported problem. Any total joint arthroplasty has a risk of failure due to an unknown combination of factors that include patient factors, surgical process and surgical technique. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
In addition to what previously alleged, ppf alleges metal wear, metallosis and elevated metal ions. Updated doi. Doi: (B)(6) 2007 - dor: (B)(6) 2012 (left hip).